Event description:
A 78 y/o male pt with a history of diabetes suffered a stroke on 11/17/97. It was reported by the facility that the stroke was characterized by a sudden onset of dysphagia. On 11/18/97, the MFR's gastrostomy tube was inserted under general anesthesia using an open "stamm" procedure. There is no other info available concerning other surgical procedures done at the same time. The tube was also sutured in place above the skin line. It is reported that the gastrostomy tube balloon ruptured causing peritonitis. The pt expired on 11/19/97. It is difficult to access the cause of the incident, but it may be due in part to the pt's compromised condition. With a stamm procedure it is unknown how a ruptured balloon with the tube sutured in place could cause peritonitis. The MFR has received no other reports of gastrostomy tube balloons bursting and thereby causing peritonitis.